Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the stent delivery system (sds) was returned with blood on the balloon. There was contrast in the inflation lumen and balloon. The stent implant was dislodged and not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the inner member or tip. There was no damage noted to the sds. The protective sheath was not returned. The tip length was measured and met manufacturing criteria. The inability to cross can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the failure to cross appears to be due to the unsuccessful attempt to guide the stent delivery system (sds) through the previously placed stent. In this case, the stent dislodgement appears to be the result of interaction between the promus stent and the previously placed stent as reported. As a result of the stent dislodging remaining in the body, additional non-surgical treatment was needed by using another balloon catheter to deploy the stent in the intended location. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot could have contributed to this complaint. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: additional balloons were needed to deploy the stent. Onset of adverse event: during the procedure. It was reported that during a stenting procedure of the circumflex artery, the physician tried to pass through a previously implanted stent (unknown type or manufacturers device) and the device would not advance. The device was removed and it was noticed that the stent had dislodged from the balloon. The stent remained in the patient. Different balloons were used to deploy the stent at the intended location. The patient presented with shortness of breath and cough during the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.